Event description:
It was reported that an 8-year-old user experienced elevated blood glucose attributed by the caregiver to knotted insulin pump tubing, after which the tubing was untangled and the ilet was allowed to continue automated correction; no device component involved was confirmed and specific device problem details remained insufficient. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, with glucose returning to the normal range later and subsequent readings within target. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or a specific component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.